Manufacturer narrative:
It was reported that the hcu40 had no flow due to a defective flow sensor. The unit was replaced with a short delay in treatment. But the incident was noticed very early so there were no negative consequences for the patient. A field service technician replaced the defective flow sensor and the device is back in use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this CAPA-(B)(4) has been opened. A corrective action will be handled by an opened CAPA ((B)(4)) to address the issue with the defective flow sensors. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that the hcu40 had no flow during patient treatment. There were no negative consequences for the patient but the device was replaced and there was a short delay during treatment. (B)(4).